Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event of seroma-late was received on november 03, 2025, with lot number 2135629. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "no symptom". Later healthcare professional reported "small amount of fluid was found around and outer side of the device and alcl was suspected after the device explant and capsulectomy". Histopathological markers are now reported but not specific (cd30 and alk both negative) and no evidence of malignancy was detected; hence alcl suspected is no longer reported. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "small amount of fluid was found around right and outer side of the device (seroma). The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: seroma. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "no symptom". Later healthcare professional reported "small amount of fluid was found around and outer side of the device and alcl was suspected after the device explant and capsulectomy". Histopathological markers are now reported but not specific (cd30 and alk both negative) and no evidence of malignancy was detected; hence alcl suspected is no longer reported. This record is for right side. The device was explanted.